Manufacturer narrative:
Device lot number was provided by the site. Device manufacturing date was provided.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The probe was not returned to the manufacturer for analysis because the customer canceled the request. No further action required.

Event description:
Medtronic received information regarding a navigation device during a functional endoscopic sinus surgery (fess) procedure. It was reported intraoperatively the site was not able to verify the straight suction probe. Other instruments were successful with verification. The site proceeded without using the straight suction probe. No surgical delay was reported. No impact on patient outcome.